Event description:
The reporter stated a competitor's lens was torn as the cartridge was being loaded into the injector. There was no patient contact or injury. The reporter stated the cause of the torn lens was due to the cartridge.